Event description:
Allegedly, eprd reported 4 new complications for procotyl® c re-revision (1 infection and 3 aseptic loosening). No further information was reported. This incident is capturing 1 infections.